Manufacturer narrative:
Abnormal signal low errors and abnormal condition errors were observed. The field service representative found a crimped sipper tube. He replaced the tubing. He verified that calibration and qc results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results for 3 patient samples and questionable elecsys ferritin results for 1 patient sample on a cobas e 801 analytical unit. Patient 1: the initial vitamin b12 result was 1188 pg/ml and the repeated result was 446 pg/ml. Patient 2: the initial vitamin b12 result was >2000 pg/ml and the repeated result was 521 pg/ml. Patient 3: the initial vitamin b12 result was >2000 pg/ml and the repeated result was 282 pg/ml. Patient 4: the initial ferritin result was 15.9 ng/ml and the repeated result was 1141 ng/ml. The repeated results were performed on a different module and were believed to be correct. The erroneous results were reported outside of the laboratory. The reagent lot numbers and expiration dates were not provided.